Event description:
Patient underwent revision surgery due to suspected lead fracture. Both the lead and generator were replaced, it was reported that the lead fracture was suspected because device diagnostic testing at office visit yielded high lead impedance results. The elective replacement indicator was no, ruling out generator battery and of life as a likely cause of the high lead impedance test result. The patient had not reported any recent injury or trauma that may have damaged the ncp system; however, it was reported that the patient regularly experiences 5 or 7 tonic seizures per month, during which falls could occur. It was reported that the patient did not manipulate the device through the skin. No adverse event was reported in conjunction with the high lead impedance condition.

Event description:
The explanted generator and lead were returned to the manufacturer for analysis. Visual inspection and electrical testing of the concomitant device (pulse generator) did not reveal any anomalies that would adversely affect device performance. A majority of explanted lead assembly was returned for analysis in pieces. Neither the positive electrode nor the anchor tether was returned. Visual inspection identified two coil wire breaks. The first coil wire break was located at approximately 27.5cm from the connector bifurcation. Both the inner and outer tubing were abraded open at this area. The second coil wire break was located at the end of the electrode bifurcation, and was discovered after removing a tie-down in the area. Electron microscopy was performed in the area where the coil breaks were identified. The surface of the broken coil wires show evidence of pitting of electro-plating. Due to metal dissolution, the fracture mechanism of the first coil wire break could not be determined. One of the broken coil wires in the second coil wire break was characteristic of a stress-induced fracture.

Manufacturer narrative:
Stress-induced fracture.